Manufacturer narrative:
On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on 08 march 2017. The fse measured the alcohol concentration in bottles 3-12 inclusive and noted that the variance between the measured concentration and that calculated by the instrument software exceeded the acceptable limit in bottles 3-9 inclusive, with the measured concentration being higher than the calculated concentration in each instance. The fse observed that the reagent bottles, which are filled using the remote fill/drain function and are not removed from the instrument, were heavily contaminated with formalin salts and required immediate cleaning. The fse assisted with the cleaning of bottles 3-12 inclusive and re-filling of each bottle with fresh reagent; and subsequently performed system verification tests, for which all results were found to be satisfactory. Investigation determined that the instrument functioned as designed during execution of the "1 hr iso wax" protocol started in retort b at 17:04pm on (B)(6) 2017, which failed at 02:42 am on (B)(6) 2017; the "4 hr iso wax" protocol started in retort a at 17:04pm on (B)(6) 2017, which failed at 17:11pm on (B)(6) 2017 and the "4 hr iso wax" protocol started in retort a at 17:04pm on (B)(6) 2017, which failed at 17:11pm on (B)(6) 2017. The root cause for failure each of these protocols was that the retort could not be filled with the reagent required for the processing step. The root cause for unsuccessful filling of the retort in step 4 of the "1 hr iso wax" protocol started in retort b at 17:04pm on (B)(6) 2017 and in step 5 of the "4 hr iso wax" protocol started in retort a at 17:17pm on (B)(6) 2017 was fill timeout errors caused by a blockage in the fill tube of reagent bottles 6 and/or 7 and/or 8 as detailed. The root cause of the blockage in the fill tube of reagent bottles 6, 7 and 8 (80/20 ethanol/ipa) was the presence of a significant amount of formalin salts observed by the fse on (B)(6) 2017. The root cause of the presence of a significant amount of formalin salts in reagent bottles 6, 7 and 8 (80/20 ethanol/ipa) was a use error related to failure to follow the manufacturer instructions when routinely using the remote fill and drain function to fill reagent bottles. Section 5.4.3 of the leica peloris/peloris ll user manual entitled "replacing reagent - remote fill and drain states: "if you routinely use remote drain and fill do not forget to check if the bottles need cleaning, once a week." The significant amount of formalin salts observed by the fse on (B)(4) 2017 indicates that the bottles are not regularly cleaned as required. The root cause for failure of the "4 hr iso wax" protocol started in retort a at 17:04pm on (B)(6) 2017, was insufficient reagent in bottle 1 to fill the retort. The root cause of tissue from three (3) cases being uninterpretable was determined to be that the regimen used for continuation/re-processing of the cassettes from the failed protocol(s) was not appropriate. Although the complainant reported that the samples had been "returned to glycerol/ethanol and then finished on peloris starting at 80/20 ethanol/isopropanol using the "1 hr iso wax", the instrument logs show that the "1 hr iso wax" protocol had been edited to comprise three (3) wax infiltration steps only. As a consequence, the tissue samples would have been inadequately dehydrated and cleared prior to wax infiltration.

Event description:
Leica biosystems received a complaint regarding fill timeout errors for bottles 6, 7 and 8, which resulted in no reagent being present in either retort a or b. The complainant advised that the tissue samples had been found to be "dry" at both embedding and microtomy. Further information provided to a leica field support specialist (fss) on (B)(6) 2017 indicated that the "1 hr iso wax" protocol in retort b started at 17:04pm on (B)(6) 2017 comprising 40 cassettes had failed at 02:42am on (B)(6) 2017; the "4 hr iso wax" protocol started at 17:17pm in retort a comprising six (6) cassettes had failed at 00:32am on (B)(6) 2017; and the tissue types being processed in the failed protocols were small gastro-intestinal and liver biopsies. On 10 march 2017, leica biosystems received information that tissue samples from 19 cases had been adversely impacted; tissue from three (3) cases was uninterpretable; no patient re-biopsy had been performed to date; the affected tissue samples had been "returned to glycerol/ethanol and then finished on peloris starting at 80/20 ethanol/isopropanol using the "1 hr iso wax" protocol. An identifier, age or date or birth and gender for each patient from whom tissue was uninterpretable was requested from the laboratory on several occasions. On 20 march 2017, leica biosystems was advised by the complainant that the patient information requested would not be provided.